Event description:
In 2003, the device was explanted after it was found in "all functions off" mode during a follow-up visit. Two hours later, when the ICD was interrogated it was found to be programmed to "difibrillator with single tach discriminator." The battery voltage was believed to be prematurely low and the charge times were prolonged.